Event description:
The device reportedly displayed dashed lines on the display screen from the time the device was attached to the pt. The pt cable and ECG electrodes were allegedly replaced and the reported malfunction recurred. Treatment was continued using combination electrodes. The patient's outcome and details were not initially reported.